Manufacturer narrative:
Failure to capture should have been mentioned.

Event description:
New information noted that loss of capture of the right ventricular lead was noted during in clinic visit.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was dislodged. The lead was turned off. Patient was in stable condition throughout event.